Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 550 mg/dl after changing supplies and experiencing continued hyperglycemia despite correction doses. The user developed vomiting, leg shakes, and dizziness and was treated at (B)(6) hospital with IV insulin. The user was discharged on (B)(6) 2025 and has since resumed ilet therapy.